Event description:
It was reported that this right ventricular (rv) lead exhibited loss of capture and high capture thresholds. Subsequently, surgical intervention was performed to cap/abandoned this lead and replace it with a new one. No additional adverse patient effects were reported. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).